Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Post-paced t-wave oversensing on ventricular channel was noted on a stored egm. Suggested changes were made during the device check.

Manufacturer narrative:
Not returned. (B)(4).